Manufacturer narrative:
Concomitant products : 4024-52 lead, implanted: (B)(6) 1996; 4068-45 lead; implanted: (B)(6) 1996, yrirhx16115 stent graft, implanted: (B)(6) 2004; yrechx1655 stent graft; implanted: (B)(6) 2004; yrirx1685 stent graft implanted: (B)(6) 2004; yrbrx2816165 stent graft implanted : (B)(6) 2004; 6949 lead, implanted: (B)(6) 2006.

Event description:
It was reported that during a routine device replacement procedure, the left ventricular lead was capped and noted to be unusable. Follow-up with the physician's office clarified that the lead was not capturing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.